Event description:
(B)(6). It was reported that an ischemic ulcer and exertional dyspnea occurred. The patient was enrolled in the jet registry study in (B)(6) 2013. The 6.0x10mm, 80% stenosed, de-novo target lesion was located in the right femoral superficial artery (sfa). The lesion was pre-dilated and atherectomy was performed with the jetstream® navitus system. In (B)(6) 2014, 170 days post index procedure the patient developed a right foot ischemic ulcer, and exertional dyspnea. Two days following the patient underwent an unplanned target vessel re-intervention (tvr) in the previously treated sfa lesion. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).